Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer self-administered injections of "fast insulin (fast "meroa")" based on the unspecified high values and experienced sweating, tremors, and subsequently a loss consciousness. Emergency services were called and the customer was treated with glucose by the hcp and was monitored for an hour by a non-hcp during the night. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report to section a2: age at the time of the event was documented incorrectly in the initial report and now has been updated and documented with the correct information.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer self-administered injections of "fast insulin (fast meroa)" based on the unspecified high values and experienced sweating, tremors, and subsequently a loss consciousness. Emergency services were called and the customer was treated with glucose by the hcp and was monitored for an hour by a non-hcp during the night. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer self-administered injections of "fast insulin (fast meroa)" based on the unspecified high values and experienced sweating, tremors, and subsequently a loss consciousness. Emergency services were called and the customer was treated with glucose by the hcp and was monitored for an hour by a non-hcp during the night. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. .